Manufacturer narrative:
(B)(4). Visual evaluation of the returned product identified signs of repeated use (gouged/scratched) and the device was confirmed to have a portion fractured off. The device history records were reviewed and no discrepancies were identified. As the potential field age of the device is over ten years and the device exhibited signs of repeated use, the root cause is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured upon implantation of the femoral component. No adverse events were reported as a result of this malfunction.